Manufacturer narrative:
(B)(4). Per field service representative (fsr), the user facility had tried rebooting the system but the error message would not clear. The oxygen (o2) hours on the epgs were 100,011 which will cause the error message. The fsr had the user facility's perfusion technician reset the o2 hours back to zero, restart the system and recalibrate the epgs. Calibration passed. The user facility was advised to pull the unit from clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) lung transplant procedure, the electronic patient gas system (epgs) caused a "service gas system" error message to be displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Additional information received indicated that the issue occurred pre-cardiopulmonary bypass (cpb).

Event description:
During set up and prior to the start of the surgical procedure, the heart lung machine (hlm) displayed a "service gas system" message, and the perfusionist was unable to calibrate the electronic patient gas system (epgs) after the allotted 15 minute of warm up period. He first cycled the power to the hlm to enable the system to be calibrated and clear the message, but this mitigation did not fix the occurring situation. The perfusionist, because of the nature of the procedure, was not able to exchange the hlm out with another one, so he opted to bring in oxygen (o2) and air tanks in case of a functional failure of the epgs system. This message was evident throughout the entire set up, up until the field service representative (fsr) was contacted to troubleshoot and resolve the error message. The surgical procedure was continuing, while the perfusionist was trying to resolve the issue. The donor lungs were in the operating room, the recipients chest was open, and anastomotic sites on both the donor and the recipient were being dissected and prepared. This is a critical time during a procedure in which a perfusionist may have to react and initiate cardiopulmonary bypass (cpb) immediately. The bypass disposable circuit was primed and the readiness for bypass was checked. This particular lung transplant was done off bypass, with the thoracic surgeon sewing in the single lungs separately. At any time during the period of the procedure, due to hemodynamic or ventilator demands, the perfusionist in this procedure may have needed to emergently initiate cpb. Therefore, the need of having a fully functional epgs system and hlm with a primed cpb circuit was critical. The surgical procedure was performed successfully without the use of the hlm.

Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable.